Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting a rise in shocking impedance measurements that were now noted to be 145 ohms when programmed to triad configuration. A boston scientific technical services consultant discussed the clinical observations with the caller who stated that non-invasive programmed stimulation (nips) testing was performed and high shock impedance measurements were noted in every vector and conversion was unsuccessful. Additionally, a download of the device data was performed and archived. A revision procedure was performed and the rv lead and device were removed from service and replaced. No additional adverse patient effects were reported.